Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device was not able to couple with the attachment. During service and evaluation, it was observed that the coupling on the tool side was defective and motor torque is low. It was further noted that the device failed pre-test for attachment coupling, attachment coupling with attachments, function of soft mode switch (safety system), untrue running, excessive noise, power with test bench and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.